Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s battery is displaying critical battery alarm. This event was not associated with any power switching, disconnects or loss of power. The battery was tested on the other controller port and power was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis was not conducted since log files covering the event date were not available. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries or the battery depleting below 10%. If information is provided in the future, a supplemental report will be issued.